Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be inadequate material selection. The lot number was unknown; therefore, the device history record could not be reviewed. Labelling review is not required as no product catalog number was reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that a physician in an online survey stated that they were not able to successfully dilate the nephrostomy tract. The physician was not able to successfully dilate the nephrostomy tract for the balloon dilation catheter because of personal tolerance.

Event description:
It was reported that a physician in an online survey stated that they were not able to successfully dilate the nephrostomy tract. The physician was not able to successfully dilate the nephrostomy tract for the balloon dilation catheter because of personal tolerance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.